Event description:
While transporting the unit in a hallway, the technologist reported a burning smell. She stopped and turned her head towards in order to identify the source of the burning. The operator then reportedly took another step forward with both hands on the unit, heard a very loud pop, saw a light and then allegedly felt a shock sensation. Following the incident, the operator was seen at the hosp's ER, who stated that she had likely received a shock. The technologist was not admitted to the hosp, but was told to rest and asked to return for additional ekgs. The involved unit was checked by local service following the incident and no issue could be found which would result in the described problem. The unit is currently being returned to the factory for further analysis.